Manufacturer narrative:
D9: the device was received on 7/15/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests were performed, and the reported problem was duplicated. The most probable cause was an intermittent motor. The motor was replaced to fix the issue.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.